Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway at (B)(6). The reported problem (non-functional response buttons) has been confirmed. Upon investigation, the response buttons were intermittently non-functional. Root cause investigation is currently underway. A supplemental report will be sent when the investigation is complete. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had non-functional response buttons.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the rear response button was non-functional. The cause for the defective response button switch was a defective response button switch. The root cause for the defective switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had non-functional response buttons.